Manufacturer narrative:
(B)(4). B5: event description- additional information. D9: device availability - additional information. H2: additional information, device evaluation. H3: additional information, evaluation summary. H6: evaluation codes - additional information.

Event description:
It was reported that a transmitter stopping working occurred. Product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed. A review of the share logs was performed and the allegation was confirmed as signal loss over one hour. The probable cause of the signal loss could not be determined. The reported event of a transmitter not working is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter stopping working occurred. Data was evaluated and the allegation was confirmed as signal loss over one hour. The probable cause of the signal loss could not be determined. The reported event of a transmitter not working is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.